Event description:
Customer called states the meter is reading lo blood results. Expected glucose range is between 80 and 90mg/dl, in the morning. Recalled the last 5 blood results in meter memory: lo mg/dl (B)(6) 12:54pm. Lo mg/dl (B)(6) 12:50pm. Lo mg/dl (B)(6) 12:47pm. Lo mg/dl (B)(6) 11:05am. Lo mg/dl (B)(6) 11:02am. Customer confirmed the strips/meter are stores at room temperature within 68-75f inside the carrying case in her closet inside her bedroom. Customer ran back to back blood test, lo and lo (fasting). No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips showed indication of "black chemistry", caused by improper storage of test strips.